Event description:
During cardiac bypass procedure (repair of interrupted aortic arch, ventricilar septal defect and atrial septal defect repair), the arterial cannula did not appear to be capturing pressure. When it was removed, noted was the tip had become separated from the cannula. Held in place by the reinforced wire. There was no adverse pt effect.